Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, and the right ventricular (rv) lead showed high capture threshold. The ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.